Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that a box of wafers was leaking and, as a result they removed the wafer on the first day of use. It was also reported that the wafer was difficult to remove which caused skin irritation.

Manufacturer narrative:
A batch record review indicated no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. The review however, found a discrepancy with one mix lot used to produce the product. The discrepancy had no impact, as the suspect material was identified, quarantined and destroyed. There were no other discrepancies in the batch record. No further action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 11, 2016.